Event description:
A malfunction on the pump was reported by the caller, indicated by a code referred to as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not reoccur. The customer was informed they could continue using the pump and to contact support if the issue recurred, which they acknowledged and understood.